Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and vaginal discharge to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and abdominal pain lower ("cramping"). The patient was treated with surgery (ablation). At the time of the report, the genital haemorrhage, vaginal discharge and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and vaginal discharge to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.